Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test and pressure transducer test failed during pre-use check. According to the information provided by the technician, the pressure transducer printed circuit board was check and has been replaced. Defective pressure transducer printed circuit board may lead to high pressure. The defective part was not available for further evaluation. The root cause to the reported issue has not been determined.